Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver erbitux 740mg/370ml at a rate of 185 ml/hr with a vtbi (volume to be infused) of 370ml. In 2008 at 1300, the delivery was started. After an unspecified length of time, it was noted the delivery was not completed as expected. The device was reprogrammed at an unspecified rate, and therapy was resumed. After an unspecified length of time, again it was noted the delivery was not completed as expected. The device was removed from clinical service. Therapy was resumed by gravity. It was reported that the delivery was completed in 4 hours 20 mins instead of the expected 2 hours. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.